Event description:
It was reported that the ilet would not power on and displayed a brief blue charging indicator that faded off, despite use of multiple outlets and chargers and attempts at a hard restart; the device later powered on but produced repeated 60-second restart alerts, and the user was unable to complete phone pairing, after which a replacement ilet was provided. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included no medical intervention and no hospitalization. Investigation included customer care troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the pump assembly and power/charging function. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.